Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged being unable to select the "next" button on the bolus screen when attempting to deliver a bolus. During troubleshooting with tandem technical support, the customer programmed and successfully delivered a food bolus for a blood glucose (bg) value of 132 (mg/dl) and 11 grams of carbohydrates. Reportedly, the customer was uncertain if the correct values had been initially programmed and due to being a new pump user, reported an error had been made when inputting the values onto the pump.